Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacting cts to report a false negative reaction to a patient's antibody ID testing against the 0.8% resolve panel a by the manual gel method that was later determined to have an anti-e present in their plasma. Customer reports the patient in question was initially tested on the provue for the type and 3 cell screen test on (B)(6) 2017. Patient's antibody screen was resulted as negative with no visible agglutination in any well to the anti-igg gel card (refer to (B)(4)). No transfusions occur based on the resulted negative antibody screen. The customer indicates that the patient in question had recently visited a neighboring facility who had reported the identification of an anti-e by the manual gel method. The customer then went on and repeated the patient's antibody screen using the same reagents for the antibody screen by the manual gel method with a 15 min incubation and reports a weak reaction to cell#2 of the screening cells. The customer then tested the patient sample against the 0.8% resolve panel a lot# vra273 by the manual gel method with a 15 min incubation and reports the panel to be negative. The sample was then tested against the enzyme treated resolve panel c lot# rc458, diluted to a 0.8% cell concentration and tested by the manual gel method and reports all e+ donors to have reacted 2-3+. Customer was able to identify and confirm the presence of the anti-e. Issue started on: (B)(6) 2017. Frequency: x1. Cts was able to confirm that the customer's repeat testing by the manual gel method was not performed using the same set of 0.8% surgiscreen that were initial tested on the provue system but of the same reagent red cell lot. Cts confirmed that no other discrepancies have been noted to qc testing on the provue or by manual gel method. All listed gel cards and screening cells all confirmed to have normal appearance and have been stored according to their package insert indications. No chronic errors observed with the provue. Customer provided cts with the batch listing reports to each described provue tests cts guided the customer in the collection of the .tif image to the false negative result for the initial antibody screen on the provue and confirmed no agglutination noted to cell#2. The same sample was tested on the ortho vision and a ? Result was obtained with weak agglutination noted to the cell#2. Cts referred the customer to the IFU of the 0.8% surgiscreen for potential reasons. Customer has agreed to contact cts if the sample would be available for further investigation by ortho. Sample currently in use by the account. Customer satisfied with the discussion.